Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2009. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert. A remote monitoring transmission showed the alert was triggered by high undefined lead impedance on the right ventricular (rv) coil and superior vena cava (svc) coil. Two days later another alert triggered for high undefined lead impedance on the svc coil. Both the rv and svc coils had varying impedance. The rv coil was suspected to be fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.